Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D1. Brand name corrected. D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
The device was returned. The logs confirmed the reported failure mode. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the controller error and loss of placement signal was due to an aic software issue. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
A.2 - a.6 are unknown. The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This is one of two related reports. This report represents the automated impella controller and the other report represents the pump. Refer to section h.10 for the related report number.

Event description:
The complainant reported that they encountered an automated impella controller (aic) issue concerning false alarms. After the team plugged in the impella cable into the aic they got the following alarm: optical sensor defect. They checked the light in the aic like recommended. However, it was on. They plugged the impella cable into the aic again and tried to start the impella. There was no placement signal and there was an alarm: "controller fault". They changed the aic and used another pump. They could not switch off the aic, because the aic said the impella is still connected to the aic, which it was not. The issue was solved via emergency shut down. There was no patient harm.